Event description:
Procedure: lavh. According to the reporter: while using the device with 2 different vloc reloads, the needle on both vloc reloads broke in half. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 03/18/2015.

Manufacturer narrative:
(B)(4)